Event description:
Primary tubing was clamped above pump preventing medication to infuse (magnesium). Pump did not warn/beep of an upstream occlusion. Pump looked as if medication was infusing. Medication started at 2102 and rn noticed pump failure at 0530. FDA safety report ID#:(B)(4).